Event description:
It was reported that balloon burst occurred. A stingray lp catheter was selected for use. During procedure, it was noted that the balloon burst. However, it was further reported that all the components were simply and completely removed from the patient's body. Another of the same stingray catheter was opened. No patient complications reported and patient was okay post procedure.